Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for two patients. The following data was provided: sid (B)(6) 50 year old female processed on (B)(6) 2026 initial result = 27.8 ng/l, repeat <1.0 ng/l another sample taken 2-3 hours later was <2.0 ng/l sid (B)(6) 41 year old male processed on (B)(6) 2026 initial result = 19.0 ng/l, repeat <1.0 ng/l another sample taken 2-3 hours later was <2.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.